Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the instrument was not able to cut the bands under the appropriate tensions because the spring is broken. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional evaluation was conducted. The report indicates the implants could be tensioned and cut accordingly; the unit is working as intended. We are not able to determine the exact root cause of this complaint.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.